Event description:
Situation - laser failed during case.background - laser tested prior to pt in room with no issues noted. When reconnected after draping exclamation point light indicator appeared with notice" please call rep soon". Laser turned off and back on. No indicator appeared.assessment - laser functioned properly for 8 minutes. Laser then placed on standby per dr. Request. When asked to ready the laser again exclamation point with same message appeared. (Manager notified rep and equip coodinator.) Changed footpedal and restarted laser. Indicator light reappeared. Switched to another laser to complete case per dr request. No harm to patient noted. Recommendation - equip coodinator called rep and is following through with service to this laser.prior to patient in room, the laser was tested with microscope. No issues noted. Laser turned off and disconnected from microscope for site prep and sterile draping. Laser re-connected to microscope with sterile drape over arm. When laser turned on, exclamation pount appeared in standby/ready location. Script at bottom screen stated "please call representative soon". Laser turned off and back on. Laser went throuigh start up process with no problem. Laser worked properly for 8 minutes. Laser was placed in standby per dr request. When asked to ready the laser, I noticed the exclamation point warnding again. (Same script at bottom of screen.) Foot pedal was changed with no improvement. Service rep was called and equip coordinator notified. Different laser was brought in to finish the case. No harm to patient noted.======================manufacturer response for co2 ultra pulse laser, (brand not provided) (per site reporter).======================contacted lumenis tech support. I asked him if there is a lifespan and he said no unless the arms or tubes would start breaking and it would be very costly to repair and as long as the pms are being done. He also said that it is hard to tell if this error would happen by checking the laser ahead of time. I asked to talked to the regulatory dept and he transferred me. I asked him if there was a lifespan on the lasers and he said no. I asked if he was aware of any other organiaztions that were having this problem with the power supply and he said he was not aware of any other patient incidents with this issue.